Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented while already in hospital with t-wave oversensing on the implantable cardioverter defibrillator. No further information was available.